Manufacturer narrative:
Of the 16 allegations of a malfunction, 7 pumps were returned to animas and investigated. Of the investigated pumps, 4 were found to be malfunctioning due to moisture in the pump. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 16</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a power issue issue. These reports were received from various sources. The patients associated with this allegation ranged from 6-72 years of age and between 34 and 195 pounds. Of the reported patients, 3 were male, 13 were female, and 0 were unknown.